Event description:
It was reported that the patient underwent a procedure involving an ambicor penile prosthesis (app). During the procedure fluid loss was noticed. The existing device was removed and a new app was implanted. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.